Manufacturer narrative:
Correction: (B)(4). Further, it should be clear the date of explant was (B)(6) 2018.

Event description:
New information received notes the patient presented to the clinic on (B)(6) 2018 were it was determined the patient¿s lead exhibited both atrial undersensing and, effectively, the complete inability to capture. The patient was then sent for a chest x-ray which confirmed atrial lead dislodgement. The patient was then scheduled for lead revision on (B)(6) 2018. During the (B)(6) 2018 procedure, the physician attempted to advance a stylet into the atrial lead for repositioning, but was unable to advance the stylet all the way. The physician then decided to remove the lead and insert a new one. There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right atrial lead was replaced on (B)(6) 2018. No further information was available at this time.